Event description:
It was reported that the ilet user filled tubing with insulin while remaining connected to the pump via the infusion set, resulting in an unintended delivery of approximately 1.3 units and subsequent hypoglycemia. Troubleshooting and education were completed to address proper procedure for the infusion set and cartridge, tubing, and fill process. Symptoms included hypoglycemia with a nadir of 51 mg/dl. Outcomes included minor injury of hypoglycemia and the need for unexpected medication in the form of oral glucose to resolve low blood glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to initiating fill tubing with insulin while connected via infusion set and tubing to device. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with unintended use error contributing to the event.